Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-26161. It was reported the patient bent over and felt a pain when bending over a couple of months ago. The patient also noted pocket stimulation and pain at the ipg site when the stimulation was on. X-rays were taken and the physician suspects the lead pulled out of the header. Surgical intervention may take place.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-26161. It was reported the patient's ipg was explanted and replaced. Additionally, during the procedure it was noted the lead was damaged. The physician opted to have another physician explant and replace the lead at a later date.